Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing leaking valved trocars during a vitreoretinal procedure. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. A device history record review was conducted. According to the device history record reviews, one component lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. One other lot was reprocessed for an anomaly that could not have contributed to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product released met the manufacturer's acceptance criteria. No additional anomalies were found during the device history record reviews. No additional investigation is required based on device history reviews. A complaint history examination indicates this is the (B)(4) complaint and the (B)(4) complaint for leaking for the component lots. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: 2015-93342

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided which indicated that the issue was resolved by replacing the product. No further event details are available.